Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of fluctuating blood glucose readings due to a broken battery compartment. The customer's blood glucose reading was 47 mg/dl at the time of incident. Troubleshooting found that there are pieces of the pump that are missing. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump had broken battery tube threads, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked case at the display window corner and minor scratches on the lcd window.